Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystoscopy and bladder biopsy [small bladder tumor left side of trigone], due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation procedure due to dropped bladder. Following insertion, the patient experienced pain, urinary and bowel problems, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.